Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had increasing and high impedance as well as a possible fracture between the connector ring and the rv coil. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.